Manufacturer narrative:
D4: UDI updated - (B)(4). H6: evaluation codes updated device evaluation: one device was received. A visual inspection found deformation on the front panel. During the functional testing, it was found that there was no electronic power. The cause of the issue was found to be that the positive and negative terminal connectors in the battery compartment were flattened. The terminal connectors were repositioned to their original location. The MRI battery was replaced, also the sintered filter, o'rings and front panel. The patient pressure cycling led and peep control were adjusted to tolerance. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that none of the alarms were going off nor were the signal lights engaging even when changing the battery. Patient involvement is unknown.